Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2018 with the following findings: review of the black box data revealed record of call service 064 motor alarm dated (B)(6)2018. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. The pump powered on normally and ez-prime steps were successfully completed. Call service 064 motor alarm or any other errors, alarms or warnings occurred during investigation. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.